Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event that kept dropping despite intake of food and drink, and the event was treated with oral glucose. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.